Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient had experienced a painful insertion that has left bruises and a slight discoloration on her insertion site. Patient sought medical advice but was not prescribed nor treated with anything. At the time of her call to dexcom technical support, patient was feeling well.